Event description:
It was reported that during testing conducted at the manufacturer facility the screws near the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the screws near the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. It was confirmed that the screws were missing from the trigger covers, which can be caused by use over time causing the screws to unthread.